Event description:
It was reported that the patient temperature (pt) was not getting to targeted temperature (tt) in an arctic sun device. Received three alerts recently. Per event log alert 113 reduced water temperature control. Received alert 15 and 50 earlier but probe was displaced. Replaced probe and verified with x-ray. Patient temperature (pt) was 32.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 37.4c, water flow rate (wfr) was 0.6 l/m neonatal pads in place. System diagnostics, outlet monitor temperature (t1) was 37.5c, outlet control temperature (t2) was 37.4c, inlet temperature (t3) was 36.7c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 26%, mixing pump command (mpc) was 0, heater command (hc) was 22, water reservoir level (wrl) was 5, system hours were 4065.4, pump hours were 1026.9. Walked through stop therapy, empty pads and disconnect. Reconnected pads and straightened kinks from lines. Restarted therapy and water flow rate (wfr) stabilized at 1.2 l/m. Advised to watch water flow rate (wfr) if drops below 0.7l/m or they receive any more alerts/alarms call back. Sn (B)(6). Per follow up information received via phone on 12aug2025, it was reported that there was initially an issue with the patient achieving the target temperature. During the technical support called they were advised to drain and disconnect the pads. They also made sure all the connected wires were facing correct direction. After reconnecting the pads, the device began to work properly. The technical support assistance helped resolve the issue. No patient impact was reported. The patient was able to complete therapy, and no other issues arose. No sample is available.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature (pt) was not getting to targeted temperature (tt) in an arctic sun device. Received three alerts recently. Per event log alert 113 reduced water temperature control. Received alert 15 and 50 earlier but probe was displaced. Replaced probe and verified with x-ray. Patient temperature (pt) was 32.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 37.4c, water flow rate (wfr) was 0.6 l/m neonatal pads in place. System diagnostics, outlet monitor temperature (t1) was 37.5c, outlet control temperature (t2) was 37.4c, inlet temperature (t3) was 36.7c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 26%, mixing pump command (mpc) was 0, heater command (hc) was 22, water reservoir level (wrl) was 5, system hours were 4065.4, pump hours were 1026.9. Walked through stop therapy, empty pads and disconnect. Reconnected pads and straightened kinks from lines. Restarted therapy and water flow rate (wfr) stabilized at 1.2 l/m. Advised to watch water flow rate (wfr) if drops below 0.7l/m or they receive any more alerts/alarms call back. Sn (B)(6).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature (pt) was not getting to targeted temperature (tt) in an arctic sun device. Received three alerts recently. Per event log alert 113 reduced water temperature control. Received alert 15 and 50 earlier but probe was displaced. Replaced probe and verified with x-ray. Patient temperature (pt) was 32.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 37.4c, water flow rate (wfr) was 0.6 l/m neonatal pads in place. System diagnostics, outlet monitor temperature (t1) was 37.5c, outlet control temperature (t2) was 37.4c, inlet temperature (t3) was 36.7c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 26%, mixing pump command (mpc) was 0, heater command (hc) was 22, water reservoir level (wrl) was 5, system hours were 4065.4, pump hours were 1026.9. Walked through stop therapy, empty pads and disconnect. Reconnected pads and straightened kinks from lines. Restarted therapy and water flow rate (wfr) stabilized at 1.2 l/m. Advised to watch water flow rate (wfr) if drops below 0.7l/m or they receive any more alerts/alarms call back. Sn (B)(6). Per follow up information received via phone on 12aug2025, it was reported that there was initially an issue with the patient achieving the target temperature. During the technical support called they were advised to drain and disconnect the pads. They also made sure all the connected wires were facing correct direction. After reconnecting the pads, the device began to work properly. The technical support assistance helped resolve the issue. No patient impact was reported. The patient was able to complete therapy and no other issues arised. No sample is available.